Event description:
A mitek intrafix implant caused a patient problems one year after insertion. A second procedure was performed to remove the implant. No further information is available. As surgical intervention occurred an MDR is being filed to document this event.